Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. A separated and/or broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. Cutting wire separation and/or breakage can occur if the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contains the following comment: "note: do not exercise handle while device or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Cutting wire separation and/or breakage can also occur if the cutting wire makes contact with the endoscope when electrosurgical current is applied to perform the sphincterotomy. The instructions for use caution the user to ensure the cutting wire is completely out of the endoscope when applying electrosurgical current. The instructions caution the user that contact of the cutting wire with the endoscope could result in breakage of the cutting wire. If the sphincterotome is used with excessive electrosurgical current settings provided by the electrosurgical unit this can contribute to cutting wire separation and/or breakage. The instructions for use for this sphincterotome direct the user to verify desired settings by following the electrosurgical unit MFR's instructions. If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and add'l pressure is applied, this could have contributed to cutting wire separation and/or breakage. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. (B)(4).

Event description:
During an endoscopy procedure, a cook fusion omni-tome. Pre-loaded sphincterotome was used. Cannulation was successful. When the device was positioned for a "centrousomy" [sphincterotomy] cut and the centro thumb [thumb ring of the handle] was bowed with the handle, the cutting wire disengaged [cutting wire securing component separated from the catheter]. The procedure was finished by using another cook fusion omni-tome. A section of the device did not detach inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.